Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Customer changed all supplies and resumed insulin delivery. Additionally, the insulin gauge was inaccurate. Customer loaded new cartridge and received accurate fill estimate. Customer's blood glucose was 105 mg/dl.